Event description:
It was reported that a device alarmed for upstream occlusion messages. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). Baxter has not received this device. A supplemental will be submitted if this device is returned to baxter for service.